Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 779 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. The customer stated that all of the memory in the insulin pump is lost whenever the battery is changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.